Event description:
The patient reported exposed and frayed wires of the power supply. The patient electronic unit's power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply's wires were exposed. Software evaluation was not possible with material returned. A golden i3 unit was not powered on during this investigation due to the returned power supply box being physical unfunctional via the returned power cord (cc-002367). Complaint of ¿damage power box¿ confirmed when regarding the returned power supply (cc-002403).